Event description:
On (B)(6) 2013 customer states via phone that during an unk urology procedure pt the fluoro failed with an error 15 (no current on filament). This occurred at the end of the procedure, so the physician completed the procedure without fluoro. No pt details are available. No reported injury.

Manufacturer narrative:
Tech support troubleshot with customer who called reporting an error 15 during a procedure and could not fluoro. Tech support had caller check and found the other systems, (B)(4) computer system and the table were working and advised to reboot the generator, but error returned. Customer further explained to product monitoring that the system continued with the error 15 after the reboot, but on a second reboot--allowing the system to sit in the off position for 30 minutes, the system resumed normal functions and the service call was cancelled. The system continued in full use and was functioning normally. Field service engineer (fse) called customer and was told the error could not be duplicated and the system appears to be working correctly at this time. Customer confirmed cancellation of the service request.